Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that prior to surgery that the unit was observed to have damaged blade and damaged comb. There was no harm or injury as there was no patient involvement. An alternate device was available for immediate use. Due diligence is complete. No. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: h11. Review of the most recent repair record determined there was a visual blunt spot on the cutter. A test cut was not performed. Cutter was not replaced or repaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.